Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous hypotube kinks throughout the device with a complete hypotube separation 92.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15jul2019. It was reported that shaft kink occurred. The 85% stenosed, 25mmx3.00mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mmx15mm maverick balloon catheter was advanced and selected for use. However, during withrawal, the balloon delivery shaft was kinked. The device was removed with the catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a shaft detached/separated.